Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading at the time of the call was 2.3 mmol/l. No further information reported.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had unresponsive buttons due to corroded keypad traces. The functional testing could not be completed due to the unresponsive buttons. The insulin pump had cracked battery tube threads, a broken reservoir tube lip, minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube, cracked reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.